Manufacturer narrative:
The vessel sealer extend instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 01/08/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: broken/bent wire seen on camera when inserted into patient's abdomen. The instrument functioned fine but was wasted and exchanged for a new one to protect the patient from the bent wire. It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a broken/bent wire seen on camera when inserted into patient's abdomen. The instrument functioned fine but was wasted and exchanged for a new one to protect the patient from the bent wire.